Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet touchscreen was cracked and the screen did not register the intended selections when the user attempted to enter the limited access mode passcode; the device was restarted, checked for firmware updates, and the screen was cleaned without resolution, and the issue involved the touchscreen component with a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem with a fractured touchscreen that impaired touch selection. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.